Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient saw a ¿software problem¿ message on the controller. The patient also mentioned they were having a lot of problems recharging the implant since the beginning. The patient took the batteries out and did a reset. This resolved the issue. No symptoms or further complications were reported.